Event description:
It was reported, via a personal interaction, that an embotrap iii 5 mm x 37 mm (et309537/lot # unknown) and an ic 71, 132 cm, ce cereglide intermediate catheter (nic71132c/lot # unknown) was used for a mechanical thrombectomy procedure to treat an occlusion of the middle cerebral artery (mca) by combined technique. During the procedure, ¿after confirming distal m1 occlusion, the first pass was performed with a combination of embotrap and cereglide, and recanalization of m1 occlusion was achieved. Then, m2 occlusion was confirmed, so the second pass was made. During the second pass, after the embotrap deployed at m2, the cereglide was advanced and got stuck at the proximal side of m2, so aspiration was conducted at that point. Partial recanalization was confirmed. It was confirmed that no blood was aspirated via cereglide, and there was a strong resistance during the withdrawal of the embotrap and the cereglide. The balloon was deflated to prompt a blood return. Then, hemorrhage was confirmed, which probably occurred due to the m1 straightened during the withdrawal. The procedure was terminated.¿ the events of cereglide- difficulty tracking and withdrawal difficulty, and embotrap iii -withdrawal difficulty into guide/intermediate catheter, was assessed by the treating physician, further commenting, ¿the vessel diameter was small, so the vessel may have shrunk and the embotrap may have been immobilized during the withdrawal, and the withdrawal difficulty occurred due to procedural factor, and nothing wrong with the devices.¿ regarding post-procedure changes in the patient, it was said ¿no additional treatment was taken to the patient, and the patient was under monitoring.¿ a continuous flush was done. Other concomitant devices were a trak microcatheter (stryker) and an optimo 9fr guiding catheter (tokai). The event was reported as such: ¿the procedure was a mechanical thrombectomy of middle cerebral artery cerebral infarction by combined technique using embotrap and cereglide. After confirming distal m1 occlusion, the first pass was performed with a combination of embotrap and cereglide, and recanalization of m1 occlusion was achieved. Then, m2 occlusion was confirmed, so the second pass was made. During the second pass, after the embotrap deployed at m2, the cereglide was advanced and got stuck at the proximal side of m2, so aspiration was conducted at that point. Partial recanalization was confirmed. It was confirmed that no blood was aspirated via cereglide, and there was a strong resistance during the withdrawal of the embotrap and the cereglide. The balloon was deflated to prompt a blood return. Then, hemorrhage was confirmed, which probably occurred due to the m1 straightened during the withdrawal. The procedure was terminated. The physician commented that the vessel diameter was small, so the vessel may have shrunk and the embotrap may have been immobilized during the withdrawal, and the withdrawal difficulty occurred due to procedural factor, and nothing wrong with the devices. No additional treatment was taken to the patient, and the patient was under monitoring. Continuous flush was done. Other concomitant devices were trak microcatheter, optimo 9fr guiding catheter. No further information was made available at the time of this review.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section d4. Lot: the lot number was not reported. Section e1 ¿ initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. Difficulty withdrawing the embotrap device into the intermediate/guide catheter after deployment may result in the unintentional loss of access to the occluded treatment site requiring re-access with increased risk for vasospasm, emboli, vessel damage, ischemia, or infarct, and/or the need for additional intervention. In this case, the outcome of the procedure was the event of a cerebral hemorrhage and the termination of treatment before full recanalization was achieved. Despite the physician attributing the event to the small diameter size of the vessel, the occlusion sites were the m1 and m2 segments of the middle cerebral artery (mca), which are considered large vessels that are within the indications of use for the embotrap iii device. Additionally, the severity of the event is unknown. Therefore, this event does meet us FDA reporting criteria 21 cfr 803 with a classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3007628272-2023-00005 and 3011370111-2023-00208.

Manufacturer narrative:
UDI related data quality updates only: correction to the initial MDR, incomplete UDI was provided without an explanation. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Product complaint #(B)(4). Section e1: initial reporter phone: (B)(6). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # ==> (B)(4). Updated sections on this medwatch: b4, g3, g6, h2, h6 and h10. The device was discarded; therefore, no further investigation can be performed. The lot number is not known; therefore, a device history record review cannot be completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.